Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) and reported that he had been hospitalized 7 times for blood glucose (bg) excursions. The patient indicated that the hospitalization occurred after he went on the subject pump. A nurse reported that the patient has many unspecified medical conditions and is bipolar. During the call with anm, the patient mentioned that his bg level that morning was '120 mg/dl.' He mentioned that he had not been on the pump for a long time. With his last hospitalization, the patient stated that a decision was made by a cde to take him off of the pump. He was reportedly put back on injection therapy. At that point, the patient reportedly threw the pump away. He no longer had the pump. The anm representative involved in this contact noted that the patient was slurring and agitated during the call. The patient explained that the slurring was due to his anger and was not bg related. He refused to test his bg during the call with anm. A follow up contact was made with a nurse regarding the patient's status. The nurse reported that the patient had a low bg level that morning but his bg was back up to '283 mg/dl' and he was in a stable medical condition. During the conversation with the anm representative, he mentioned having several occlusion alarms and bent cannulas. He also mentioned having 4 site infections and being treated with amoxicillin. The anm representative was unable to determine what infusion set the patient was using or how he was managing his sites. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he was hospitalized 7 times for bg related issues after starting pump therapy with the subject pump. However, at this time, it is unknown if the pump issue and/or use-error contributed to the patient's injuries. The pump was not available for troubleshooting since the patient reportedly discarded the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.